Event description:
Explant surgeon reported, "breakage in tubing found - loss of third fluid from band - rechecked x1." The "tubing replaced only, the original lap-band system and access port remain implanted. A piece of tubing and tab from an "access port ii kit, b-20103, (B) (4)" repaired the tubing breakage. It does not appear that the tubing piece is being returned. Follow-up findings: the surgeon's nurse corrected the initial report that this was a tubing repair. The access port was removed and replaced. The explanted access port will be returned for evaluation.

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."